Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06101. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage closure procedure. A watchman access system was positioned in the laa and the 27mm watchman laa closure device & delivery system was advanced. While recapturing the watchman closure device it became stuck in the watchman access system. The devices were able to be removed and the procedure was completed with a new watchman system. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reason for recapture was the device was positioned too proximal. The feet of the device remained exposed during removal. The procedure was completed with another 27mm watchman closure device.